Event description:
Complaint was reported as: during a visceral intervention, the staplers delivered 2 clips in the same time. The suture was finally made with another stapler. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.